Event description:
It was reported that the catheter detached inside the body. The 95% stenosed target lesion was a moderately tortuous, moderately calcified chronic total occlusion (cto) located in the superficial femoral artery. A coyote es balloon was selected for use. During the procedure, the balloon became stuck in the lesion and detached when it was removed. A non-bsc device was inflated in the guide catheter to facilitate the removal of the separated fragment. No residual fragments remained in the body. The procedure was then completed and there were no patient complications reported.